Manufacturer narrative:
Uf/importer report #: (B)(4) internal complaint reference: case-(B)(4).

Event description:
It was reported that, after revision of a total hip arthroplasty had been performed around eight (8) weeks ago, the patient was doing well. At her six-week postoperative visit, patient expressed absolutely no pain and everything was doing very, very well. About one week ago, something happened and patient dislocated her hip. Patient said that she flexed her hip past 90 degrees in the shower, rotated internally and then adducted her femur. This caused the first dislocation. Over one week she had two subsequent dislocations. A revision arthroplasty was prescribed to correct the position of acetabular component. After the fascia was opened, surgical team found the polyethylene large ball sitting in the soft tissues independent of the oxinium femoral head, which was still affixed superiorly to the trunnion. Patient outcome is unknown.

Manufacturer narrative:
Evaluation codes : health effect - clinical code. The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that smith and nephew has not received the requested patient specific documentation, the explanted device, and/or adequate materials to fully evaluate the root cause of the complaint. Patient impact beyond that which was reported dislocations and additional revision could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems reveals for preoperative warnings and precautions that improper neck selection, positioning, looseness of acetabular or femoral components, extraneous bone, penetration of the femoral prosthesis through the shaft of the femur, fracture of the acetabulum, intrapelvic protrusion of acetabular component, femoral impingement, periarticular calcification, and/or excessive reaming may increase the risk of dislocations, subluxation, decreased range of motion, or lengthening or shortening of the femur, which may lead to revision surgery. The intraoperative warnings and precautions indicate that muscle looseness and/or malpositioning of components may result in loosening, subluxation and dislocation. Additionally, ectopic bone and/or bone spurs may lead to dislocation and painful or restricted motion and proper positioning of the components is important to minimize impingement which could lead to early failure, premature wear, device related noise, and/or dislocation, all of which may lead to revision surgery. Postoperative warnings and precautions highlight the need of warning patients against unassisted activity, particularly use of toilet facilities and other activities that require excessive motion of the hip, as they may result in subluxation or dislocation. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Describe event or problem.

Event description:
It was reported that, after an acetabular revision of a total hip arthroplasty had been performed around eight (8) weeks ago with vivacit-e acetabular component (zimmer), the patient was doing well. At her six-week postoperative visit, patient expressed absolutely no pain and everything was doing very, very well. About one week ago, something happened and patient dislocated her hip. Patient said that she flexed her hip past 90 degrees in the shower, rotated internally and then adducted her femur. This caused the first dislocation. Over one week she had two subsequent dislocations. A revision arthroplasty was prescribed to correct the position of acetabular component. After the fascia was opened, surgical team found the polyethylene large ball sitting in the soft tissues independent of the oxinium femoral head, which was still affixed superiorly to the trunnion. It is unknown if/how the femoral head could have caused or contributed to the reported event. Patient outcome is unknown.